Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a leadless implantable pulse generator (ipg) exhibited high thresholds. The leadless ipg was inactivated. A new ipg and right ventricular (rv) lead were implanted. No patient complications have been reported as a result of this event.